Event description:
Subsequent to the previous report, the additional information was received: on 10-dec-2024, the patient was admitted to the hospital for heart failure with shortness of breath. On 11-dec-2024, tricuspid valve surgery was performed as treatment. The event resolved without sequela.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Additionally, the reported dyspnea and heart failure are cascading effects of the reported incomplete coaptation. Dyspnea and heart failure are known possible complications associated with triclip procedures. Treatment with medication, surgical intervention and hospitalization were a result of case-specific circumstances. There remains no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to a single leaflet device attachment with recurrent regurgitation. (B)(6) - bright EU pas study report. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional tricuspid regurgitation (tr) grade 5, type iiia (quadricuspid valve with 2 anterior leaflets) anatomy, and an anterior leaflet cleft. Four xt triclips were successfully implanted, reducing the tr to moderate, grade 3. Reportedly, there was difficulty visualizing the fourth clip due to the other implanted clips, however, there was no clip-clip interaction, and there were no procedure complications. On (B)(6) 2021, recurrent tr moderate to severe was noted and a single leaflet device attachment (slda) was observed with the fourth clip, tcds0202-xt, 01214u1076. Reportedly, the slda was due to the patient's anatomy. No treatment was provided at this time. On (B)(6) 2024, moderate to severe tr was noted, along with shortness of breath, and increasing right sided heart failure, likely related to atrial enlargement, known with pre-existing atrial fibrillation. Diuretic medications were increased. On (B)(6) 2024, severe tr was noted. A diagnostic right heart catheterization had been performed. Per physician, the heart failure and dyspnea events were unrelated to the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported poor imaging resolution was due procedural conditions. The cause for the reported incomplete coaptation is due to the patient anatomy. Additionally, the reported tr is a cascading effecting of the reported incomplete coaptation. No treatment was provided for the reported tr. The tr as listed in the triclip system IFU is known possible complication associated with triclip procedures. The reported treatment with medication is a result of case-specific circumstances there is no indication of product issue with respect to manufacture, design, or labeling.